Event description:
The dental work I had done was completed on (B)(6) 2011. It was (B)(6) when 1 of the crown posts came out. It left a bad taste in my mouth and I rinsed my mouth with salt water. Then I began feeling numbness in my lip, up to my nostril and a burning in my gums. I brushed my teeth and rinsed with salt water several more times. I took some motrin and layed down. The next day, there was swelling on my face on the right side. The crown was filled with a black substance and the post was rusted. Since then, I have lost another post crown and 2 more crowns. It was (B)(6) 2011 when the last one fell out and again I had the same problem this time my face was swollen badly for 3 days. It was then that I contacted the (B)(6) to report the true negligence of this dentist. Since she is a dent-ical provider and the state of (B)(6). Has been contracting her I called and they found no immediate urgency to assist me. Symptoms I am still having are facial paralysis, hair loss, depression, pain in my ears jaws and joints and burning gums. There are 2 post crowns and 2 molar crowns that have fallen out and I do have them. I believe that the material used that made this reaction was palladium. It is probably the base metal she used in the post / crowns.